Event description:
Report received of two incidents of leakage at the connection of the male adaptor end of the extension set and IV access catheter. The tubings were primed and connected to the patients for an infusion of an unspecified hydration solution at a kvo rate for an unspecified diagnostic procedure in the cath lab. After an unspecified amount of time, the sets were reportedly leaking from the connection of the male adapter to the IV access catheter. In both incidents, there was a minimal amount of blood loss reported. The IV sites remained patent. The extension sets were disconnected and the primary IV sets were connected directly to the IV access catheter and therapy was resumed. There were no adverse patient events reported. Though requested, no additional information was available.